Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the pt suffered a stroke. The cause of the stroke is unk. The pt's international normalized ration (inr) was 3.5 at the time of the event. It was reported that it is unk whether the stroke was device or device therapy related. However, the vad labs were within range. The pt's clinical history did reveal a prior stoke that occurred at the time of implant a year ago. At the time of the event the pt arrived at the ER and went to the operating room for clot retrieval. The pt reportedly had significant left ventricle recovery and the pump was explanted on (B)(6) 2014.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The evaluation did not reveal a device related issue. The pump was returned with the percutaneous lead cut at the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and secured to their respective pump ports. Examination of the sealed inflow conduit, sealed outflow graft and outlet elbow found post-explant depositions of blood. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue that could be correlated to the reported stroke. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.